Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation from the right ventricular (rv) lead. It was later reported that the rv lead exhibited high thresholds. The lead was programmed off and later repositioned. No further patient complications have been reported as a result of this event.